Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist advised them to stop wearing aligners asap. Their dentist said that they should not have been given aligners due to them having previous jaw surgery. Patient states that their tmj has gotten bad and they have swollen muscles in their jaw. This is a contraindicated patient.